Event description:
It was reported by the field clinical specialist, that approximately 6 years, 9 months, and 23 days post transfemoral tavr with a 26mm sapien 3 valve, the valve was explanted due to calcification and high gradient. The patient had a surgical valve implanted. The patient is in stable condition.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Although the exact cause and source of the calcification cannot be determined, it is possible patient factors not provided may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical records received. Sections b5, b7, g6, h2, h6: health effect clinical code, and h11 in this section have been updated. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Although the exact cause and source of the calcification cannot be determined, it is possible that the patient's advanced age and progression of the disease process may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was reported by the field clinical specialist, that approximately 6 years, 9 months, and 23 days post transfemoral tavr with a 26mm sapien 3 valve, the valve was explanted due to calcification and high gradient. The patient had a surgical valve implanted. The patient is in stable condition. Medical records were received and reviewed; 1-year status post tavr transthoracic echo shows peak velocity 2.6 meters/seconds with mean gradient 11 and no aortic valve regurgitation. The patient presents with several months of class to class ii/iii nyha symptoms of acute diastolic heart failure from severe prosthetic aortic valve stenosis that has responded to IV diuretics. Echo images and report from this admission showing immobile tavr valve leaflets with markedly elevated velocity 4.7 meters/seconds with mean gradient 53 mmhg consistent with very severe prosthetic aortic stenosis, with a 1+ aortic valve insufficiency. Recommendation is for tavr CT and cardiac catheterization to best determine pros and cons of surgical aortic valve replacement after tavr versus redo tavr in tavr. After discussion with structural heart team, it was agreed that a tavr in tavr has high risk for both coronary occlusions and savr was recommended. Aortic valve: aortic cusps appear moderately sclerotic. Mild aortic valve regurgitation. Bioprosthetic aortic valve with severe stenosis, mean gradient 53 mmhg. In addition, ava (vti) 0.8 cm2, peak gradient 88 mmhg, peak velocity 4.68 m/s. Transesophageal echocardiogram (tee) in operating room pre-savr: aortic valve severe heavily calcified tavr valve stenosis ava 0.7.